Event description:
(B)(4). Same case as MDR ID 2134265-2013-07243 and 2134265-2013-07244. It was reported that patient restenosis occurred. The lesion being treated was located in the mid right coronary artery. The physician implanted a 2.75x28mm taxus express2 stent. In (B)(6) 2012, the patient developed stable angina pectoris. Angiography was performed at another facility in october 2012 which revealed 99% stenosis. The lesion was treated with a promus element 3.0x28mm, a promus element 2.5x20mm, and a non bsc 3.5x12mm stent. Post procedure stenosis was 0%. The patient was discharged, the symptom was resolved. In march 2013, the patient presented with stable angina and target lesion revascularization was performed. The target lesion was located in the mid right coronary artery (rca) with 99% stenosis and was 10 mm long with a reference vessel diameter of 3.20 mm. Target lesion was treated with pre dilatation of an unspecified balloon catheter. Following post dilatation, residual stenosis was 0%. The physician ¿judged¿ this event as possible related to taxus stent/unrelated to the antiplatelet. The outcome of the event was resolved two days later. In july 2013, a 5-year-follow-up was performed. The patient had no any angina symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).